Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you identify the product code of the silk suture used? Unk what tissue layer was the suture used on? Unk what is the surgeon¿s opinion as to the contributing factor to the patient event? The reported issue may related to suture what are the patient age, gender, weight, prior medical history? (B)(6)years old and female what is the patient current condition?stable

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent open reduction and internal fixation for left internal and lateral malleolus fractures and suture was used. One day after the procedure, the patient experienced pain and skin reddish around the wound. The surgeon removed suture and changed to absorbable suture to re-sew the wound. The patient current status is reported as stable. No additional information was provided.